Event description:
It was reported that the patient presented remotely via merlin.net experiencing arrhythmia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited competitive atrial pacing (cap), functional under-sensing and inappropriate automatic mode switch (ams). The ICD was reprogrammed. There were no patient consequences.